Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during a therapeutic duodenoscopy procedure performed on (B)(6) 2025. During the procedure, after firing the fourth, the device was unable to deploy the remaining bands. It was impossible to fire any more bands after that. The bands were also unsuccessful when fired outside the patient however, the procedure was considered completed with this device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it and one band was damaged. In addition, the ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. Upon analysis, one band was damaged. This failure mode may be related to the technique used by the physician or the way the device was handled during band deployment with the handle. It is possible that the device placement or anatomical tortuosity during the procedure affected the functionality of the handle when deploying the bands. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced by procedural movements, preventing proper band deployment. Furthermore, the manner in which the bands were deployed and the observed damage to the teeth could have contributed to the damage seen on the bands, as one was returned broken. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during a therapeutic duodenoscopy procedure performed on (B)(6) 2025. During the procedure, after firing the fourth tape, the process stopped. It was impossible to fire any more tapes after that. The tapes were also unsuccessful when fired outside the patient. The procedure was completed with the original device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.